Event description:
Allegedly the neck was broken suddenly. The stem had to be removed also and revised.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).